Manufacturer narrative:
(B)(4). Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. Pump received with broken belt clip slot and stained end cap sticker.

Event description:
Customer reported via phone call that burnt on the battery compartment at bottom. Customer¿s blood glucose level was unknown at the time of incident. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.